Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise with oversensing. No pacing inhibition was reported. Once the rv lead was removed and the new rv lead was connected to the existing pacemaker, noise with oversensing was still observed. It was determined that the source of the noise was the pacemaker header, not the explanted rv lead. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise with oversensing. No pacing inhibition was reported. Once the rv lead was removed and the new rv lead was connected to the existing pacemaker, noise with oversensing was still observed. It was determined that the source of the noise was the pacemaker header, not the explanted rv lead. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported.